Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this right ventricular (rv) lead received inappropriate anti-tachycardia pacing (atp) and five shocks due to oversensing of the patient's atrial fibrillation (af) with rapid ventricular response (rvr). Technical services (ts) discussed noisy signals on the presenting electrogram (egm) and also noted there was a very fine arrythmia with undersensing. It was noted this patient has chronic af, complete heart block, and was bradycardic with intermittent loss of capture. Ts suspected this rv lead may have been dislodged. The patient received a chest x-ray which confirmed this rv lead was dislodged due to twiddler's syndrome. The patient was asymptomatic, hyperactive, and kept touching their device. At this time, no plans were made to re-implant, and the physicians were discussing their options. This rv lead remains in service. No additional adverse patient effects were reported.